Manufacturer narrative:
The insertion needle was not returned unable to confirm the insertion needle anomaly. However, the customer did return one opened and used enlite sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced blood at site. The customer's blood glucose value was 113 mg/dl. The customer mentioned a meter reading of 59 mg/dl. The customer treated with gatorade. The customer mentioned that the pump went into threshold suspend. The customer declined to troubleshoot for low readings. The product was returned for analysis.